Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, the device was not able to be interrogated with radiofrequency telemetry. No intervention was performed at this time. The patient was stable.

Event description:
Additional information received confirmed the device was successfully interrogated. The suspected cause of the event was due to radiofrequency telemetry lock out.